Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was bottom pigtail at implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc). After the valve dislodged, the implant depth was 1 mm on the ncc and 0 mm on the lcc. A medtronic guidewire (confida) was used during the implant. Per the physician, the patient's bicuspid anatomy and angulation of 52 degrees contributed to the valve dislodgement.

Manufacturer narrative:
Continuation of d10:product ID gwbc30 (lot# n/a); product type: guidewire; implant date n/a; explant date n/ h2 h3 h6 h8 image review: two media files were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient appeared to have a significantly calcified possible type 0 bicuspid aortic valve with an annulus perimeter that measured 66.4 millimeter (mm) with a perimeter derived diameter of 21.2mm suggesting a 26mm evolut. For unknown reasons, a 23mm evolut was attempted to be implanted. A pre balloon aortic valvuloplasty was performed twice, due to incomplete expansion of the balloon, prior to the valve implant. Fluoroscopic valve load inspection was performed and confirmed a good load. There is evidence of at least one recapture due to shallow depth, and subsequent deployment resulted in an adequate valve depth. The valve was subsequently released; however, both paddles are not completely visible, only one paddle can be seen suggesting that one of the paddles was hung up onto the paddle attachment. This is not an uncommon occurrence and per medtronic best practices, if paddle hang up occurs: gently adjust the delivery catheter system or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the delivery catheter system or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off the spindle (turn delivery system knob in the opposite direction of deployment to advance capsule). During removal of the delivery catheter system, the valve dislodged aortic most likely due to the paddle hang-up. There is no evidence that a snare was used to secure the dislodged valve, and during advancement of the second delivery catheter system the dislodged valve visibly shifted. Despite this, the second valve, reportedly a 26mm valve, was successfully implanted and there was no evidence of dissection or rupture from the repositioning of the dislodged valve. As stated in the instructions for use (IFU): potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: evolutfx-23 (k101726); product type: 0195-heart valves; implant date: on (B)(6) 2025; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 23 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve using a 20 mm by 40 mm balloon. During the implant of the valve, the valve dislodged upwards and was subsequently recaptured. Upon the second deployment attempt at a deeper depth, tension was felt in the system due to the guidewire. Following the full deployment, the valve was positioned 1 mm outside of the sinus in the left ventricle; however, the valve dislodged to the ascending aorta. Following dislodgement, a 26 mm transcatheter valve was used with a new delivery catheter system (dcs), and successfully implanted at a deeper position without any complications.

Manufacturer narrative:
Corrected data: h6 corrected to include annex a code a1503 to capture the paddle hang up found on the image review. Additional codes corrected to include img code g04034 to capture the paddle hang up found on the image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.